Event description:
Customer reported a pump malfunction and no notable events occurred prior to the issue. Pump malfunction did not cause customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer was advised to use multiple daily injections as backup therapy, and tandem technical support sent a replacement pump with updated software. Customer received instructions on storage mode and returning the faulty pump.